Event description:
The user reported that the rotator broke during a hand injection. This occurred after the physician had placed a micro catheter. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. The lot number for the suspect device could not be identified when the device was returned. A follow-up report will be submitted when the eval has been completed.